Event description:
A patient was in the facility for a scheduled procedure. Reportedly, when a package of electrodes was opened, the gel on one electrode was allegedly observed to be damaged. The staff obtained an additional package of electrodes without further incident. There were no adverse affects to the patient as a result of the reported discrepancy.